Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1,d3, d5,h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 11-nov-2022 to 10- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that malfunction was due to pocket failure. The field service engineer removed the medication jam and recovered failed pocket. The system functioned as intended after the field service engineer troubleshot the device

Event description:
It was reported by the customer that a bd pyxis medstation es system full height cubie pocket c1 from auxiliary drawer 5 was not opening when users tried to pull out a patient specific medication. The customer stated that the medication was not available from other stations, or from the pharmacy. The manufacturer tried to reach out to the customer for further information about the event, no other information was received. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer tried to perform a drawer recovery but was getting the "requires maintenance error". A field service engineer assisted customer in removing medication jam and recovering failed pocket. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie pocket c1 from auxiliary drawer 5 was not opening when users tried to pull out a patient specific medication. The customer stated that the medication was not available from other stations, or from the pharmacy. The manufacturer tried to reach out to the customer for further information about the event, no other information was received. There were no adverse events or injuries reported based on this event.